Manufacturer narrative:
Additional information provided in d.10., d.11., g.1., g.2., h.3., and h.10. The product was returned for analysis and damage was observed to the lens. Iol returned pressed down into well area of iol case base, resulting in deformation of the iol. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned adhered to the optic with solution. The other haptic is scratched/marked-rejectable. The optic is cracked/fractured. No cartridge was returned. Unable to conduct dimensional testing due to condition of returned sample. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the instruction of qualified iol delivery system product combinations and alternative viscoelastic, as the complainant states the use of an unqualified combination. The use of nonqualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint states that "the viscoelastic used is from another supplier". Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the surgeon states the use of non-qualified viscoelastic. The use of nonqualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), the haptic was caught which caused damage to the lens. The lens was removed and the patient was left aphakic. Additional information was requested.